Manufacturer narrative:
Batch review performed on 18-aug-2022 on lot 2012397: lot 2012397: (B)(4) items manufactured and released on 01-feb-2021. Expiration date: 2026-01-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Additional implanted components: batch review performed on 18-aug-2022 on gmk-sphere 02.12.ka15r femoral component spherika cemented s5+r (k211004) lot. 2113677. Lot 2113677: (B)(4) items manufactured and released on 03-nov-2021. Expiration date: 2026-10-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Batch review performed on 18-aug-2022 on gmk-sphere 02.07.1204r tibial tray fixed cemented size 4 r (k090988) lot. 2111929. Lot 2111929: (B)(4) items manufactured and released on 24-nov-2021. Expiration date: 2026-11-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Batch review performed on 18-aug-2022 on gmk-sphere 02.07.0036rp patella resurfacing size 4 (k113571) lot. 2112781. Lot 2112781: (B)(4) items manufactured and released on 10-dec-2021. Expiration date: 2026-11-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At 4 months after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all implants, and implanted an antibiotic spacer. The surgery was completed successfully.